Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient. It was reported that the patient had indicated they were having a problem with their battery not working. They stated that the device was not turning on. The caller did not know if the issue was with the patient programmer. They had no further information. No patient symptoms were reported. Indication for use is unknown.